Manufacturer narrative:
It was reported that the failure modes of the pump not recognizing the syringe before infusion and the pump stopping midway alerting to an emptied syringe during infusion occurred. It was reported that there were 8 occurrences of these failure modes with unknown serial numbers. If the serial numbers become known, additional reports will be filed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the pump did not infuse the entire volume that was programmed and left 2 ml remaining. The pump displayed ¿syringe empty stop.¿ troubleshooting was performed and the pump continued to alarm. There was no patient involvement, no adverse patient effects were reported.